Event description:
The patient's husband stated that the patient experienced the partial separation of her infusion tubing at the luer lock connection. The patient discovered the separation during a visual inspection of the tubing and she could smell insulin. The patient's blood glucose elevated to 500 mg/dl and she felt "grumpy." Her normal blood glucose range is 64-110mg/dl. The patient changed the infusion tubing and bolused 20 units of insulin. Upon follow up, the patient's husband stated that the patient's blood glucose returned to normal after changing her infusion set and bolusing. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.